Event description:
It was reported by repair work order that the transfer was missing the magnet spacer and the magnet mover trigger was broken in the power load system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.